Event description:
It was reported by service report that the fowler was stuck and would not raise or lower. It is unk if there was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: fowler.